Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting found that the pump has fluid inside of the battery compartment. Troubleshooting advised customer to remove the battery for a few hours and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Power supply test failed alarm during self-test and high sleep current due to corrosion at electronic assembly. Device unexpected seated at the beginning of the displacement test due to corrosion traces at the force sensor. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to force sensor anomaly. Device passes leak test. No blank display anomaly noted. Unit received with minor scratched display window and case.